Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, no deviation was found. The issue was decided to be reported as the occurrence of technical error code indicating an open safety valve may lead to stop of ventilation. There was no patient harm. The root cause of the issue has not been determined.